Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device via a 6fr sheath using the perclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide deployed and the footplate was retracted without issue. When the proglide device was removed, the whole knot came out with the device. The suture of another proglide was successfully pre-placed and the aaa procedure was completed. Hemostasis was achieved using the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the perclose technique. No additional information was provided

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular (av) and the reported failure to deploy the suture was confirmed. A search of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint handling database found no similar incidents from this lot. Further analysis was performed and av determined that the issue was potentially related to a manufacturing issue. Further investigation of this issue per site operating procedures will be performed. Av will continue to trend the performance of these devices.